Event description:
Boston scientific received info that after the recent implant of this right ventricular (rv) lead, high pacing thresholds and intermittent loss of capture were noted due to a lead dislodgement. Surgical intervention was performed to explant and replace the lead. No adverse pt effects were reported.